Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, foreign material was found on the 2.75x32 mm taxus express2 drug eluting stent. No patient complications were reported. Patient status reported a "good". Additional information is unavailable.